Manufacturer narrative:
H6; code 400: damaged firing mechanism. The results of the investigation conducted by the appropriate engineers and technicians are listed below: visual inspections & results: lockout position unfired, cartridge condition unfired, cartridge return batch number j00d3d. Functional tests & results: condition of firing trigger lockout damaged, condition of pinion gear good, condition of short rack good, condition of yoke good. Analysis conclusion: based upon the info received and the visual examination, it was concluded that the instrument was returned non-functional. The instrument was disassembled and found to have a damaged firing mechanism. No conclusion could be reached as to how this damage occurred. Some conditions which might result in damage to the firing mechanism are: interrupted firing cycle, tissue thicker than indicated, attempting to fire through a spent cartridge, firing prior to complete clamping of the jaws and failure to properly follow reloading instructions. Co strives to understand each incident as it occurs in order to continuously improve products.

Event description:
The device was used during a lobectomy procedure. It was reported by the affiliate that the device would not cut. It was stated that the device was fired and nothing happened. There was no pt consequence.